Event description:
Patient presented to the physician with the stimulation lead pushing toward the skin at the chest incision site, posing a potential risk of erosion. Physician brought the patient into the operating room, repositioned the stimulation lead, re-sutured, and closed.